Event description:
It was reported that the customer was transported by ambulance to the emergency room and was subsequently hospitalized. Customer experienced a blood glucose (bg) level of 500 mg/dl; cause was unknown. Customer gave a bolus via the pump and was treated with intravenous fluids of insulin to address the elevated bg level. Customer was discharged on, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin delivery.